Event description:
The reported device is the argyle graduated suction catheter tray with chimney valve 6 french/lot #1908413364. Somewhere in the catheter is a blockage which makes the catheter unable to be used. This has occurred in many for lot number 1908413364. Unsure of what caused blockage ¿ blockage appeared in catheter itself. Blockage discovered when preparing to suction the patient. Catheter was unable to suction the patient. Patient is now deceased but not related to this event. We utilized another suction catheter.

Event description:
The reported device is the argyle graduated suction catheter tray with chimney valve 6 french/lot #1908413364. Somewhere in the catheter is a blockage which makes the catheter unable to be used. This has occurred in many for lot number 1908413364.